Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition was confirmed during product evaluation. The actual sample was received for evaluation. During the visual inspection it was found that the bush was loose in the chamber. However, the root cause for this condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Event description:
The facility contacted baxter (B)(4) to report an administration set for blood and blood components that was noticed to have "a small plastic tube floating around the top chamber which then passed through to the 2nd chamber." This condition was found before use. There was no patient involvement, no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.